Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that the vitrectomy probes stopped cutting even with lower cut rate during vitrectomy surgery. The surgery was completed on same day by using another custom pak. There was patient contact but no impact to the patient.